Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving clonidine (30.5 mg/ml at 24.1 mg/day), bupivacaine (30 mg/ml at 23.74 mg/day), and morphine (24 mg/ml at 19 mg/day). The indication for use is spinal pain. On (B)(6) 2015, the hcp was training a new nurse, but was confident they were in the pump. It was noted that there were no discrepancies at that refill. On (B)(6) 2016, a volume discrepancy occurred, the actual reservoir volume was 0.5 ml or less and the expected volume was 4.1 ml. Over infusion was alleged. It was noted that the patient had not tried any new heat therapies or applied heat to the pump. The patient had reported not feeling well with nausea, vomiting, and weight loss around (B)(6) 2015. The caller states the patient was doing a little bit better after seeing their doctor, but today (B)(6) 2016 the patient is reporting not feeling well, nausea, and pain which began about a week ago. It was noted that the patient also has diabetes. Additional information received from the manufacturer representative indicated the pump reservoir volume was checked again on the day of report and the erv was 14.4 ml and the arv was 8 ml. There were no refill or programming issues. The pump was not exposed to increased temperatures. The patient continued to have episodes of overinfusion disorientation, underinfusion increased pain, nausea, vomiting, and sweating. There were no alarms in the pump logs. The reporter was directed to contact the healthcare provider (hcp) and consider pump replacement and catheter dye study. Further follow up was done to determine if any troubleshooting had been done, if any actions/intervention had occurred, the cause of the event, and if the event had resolved.

Event description:
Additional information was reported by the company representative on 2016-03-30. The returned pump logs show that the pump was used to deliver morphine (24 mg/ml at 19.022 mg/day), bupivacaine (30 mg/ml at 23.777 mg/day), and clonidine (30 mcg/ml at 24.174 mcg/day). It was reported that the results of the dye/rotor study performed on (B)(6) 2016 were inconclusive because dye was not observed outside of the pump or catheter. It was also reported that the catheter could not be aspirated. The rep was unaware of any surgical intervention being planned after the dye study and did not have any further information.

Manufacturer narrative:
Section d information referenced the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2010, product type catheter. Product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2016, product type catheter. Additional information determined the following h6 device code is also related to this event: c63299. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp). The hcp did not know the pump volumes; the pump was filled by (B)(6) and that information was not supplied to them.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are:product ID 8709sc lot# serial# (B)(6), implanted:(B)(6) 2010, product type catheter product ID 8731sc lot# serial# (B)(6), implanted: (B)(6) 2010, product type catheter medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that no actions were taken as a result of the dye/rotor study. The pump and catheter were all intact and no further investigation had been planned. The patient had no symptoms following the study. The patient was kept for two hours post study to ensure that they were okay. The hcp had put local anesthetic in first too so that if the patient for was for some reason bolused too much drug, they would have experienced numbness as a symptom. The patient's wife reportedly refused to have an autopsy and/or toxicology report performed. The pump was not suspected to be related to the patient's death. The hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the healthcare provider who manages the patient reported she had noticed high volume discrepancies at his refills for the last several months. The healthcare provider reported to a physician who ordered a dye study and a rotor study. The dye study and rotor study were done on by the physician on (B)(6) 2016. Per the care rn (registered nurse) the patient was found on the floor of his bathroom deceased either late (B)(6) or early (B)(6) 2016.